Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08nov2019.

Event description:
During periodic maintenance of the ventilator, the manufacturer¿s international service technician reported that the battery test was not passing due to the age and deterioration of the battery. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the battery to address the reported problem.